Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a drawers have failed and not detected. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a drawer had failed. A field service engineer (fse) reseated the external and internal bus cables, removed all cubies, and cleaned out the row boards. The fse then reseated all row board cables and tested the drawer and all cubies using the hardware test application (hta). The customer confirmed that multiple cubies were checked with inventory checks. The system functioned as intended after the field service engineer repaired the device.